Manufacturer narrative:
The local area field representative was contacted for additional information, however no further information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a tachycardia device exhibited a high out of range shock impedance measurement. There was an inquiry on the remote monitoring system and how alerts are delivered. No adverse patient effects were reported.